Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2012 ,the patient underwent the following surgeries: decompressive laminectomy, foraminotomy, and partial fascetectomy l5/s1, posterior fusion l5/s1, use of caplox pedicle screws, use of lumbar interbody fusion using mini kimba cage, use of allograft bone, local bone, fixcet facet screw to treat the following pre-op diagnosis: degenerative disc disease l5/s1, foraminal disease l5/s1, radiculopathy right greater than left, lumbar spondylosis l5/s1. Per operative notes: "...after an aggressive removal of disc tissue and scoring of the endplates, bone was prepacked into the disc space prior to insertion of the cage packed with graft...patient was taken to the recovery room in stable condition..." No other information was provided. The patient was implanted with rhbmp2/acs . The patient alleges unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.